Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after getting shocked by their device. The ventricular fibrillation (vf) episodes appear to show atrial fibrillation with rapid ventricular response (af with rvr) leading to shocks in the vf zone. No programming changes were made to the device. The patient was discharged.